Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptom/ae: retinal artery occlusion. Time of symptom/ae: post procedure. It was reported that after the successful placement of the acculink stent for a right internal carotid artery procedure and after the embolic protection device was removed, the pt complained of blurred vision in the right eye. An ophthalmologist was consulted. Intraocular fluid was drawn off, and normal vision was restored. The pt was discharged home the next day. No add'l info is available.